Event description:
A baxter field service technician reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery alarm. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a remediated colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery alarm was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be damaged batteries resulting from use/user error. This condition was resolved onsite at the facility by a baxter field service technician by replacing the batteries and battery harness. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.